Event description:
Additional information was obtained and indicated that this rv lead was explanted due to high out-of-range (oor) pacing lead impedance measurements along with high pacing threshold measurements. This rv lead will be returned for analysis. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Visual inspection revealed calcified body fluid (calcification) covering over mesh tip of the lead. Depending on how much calcification was on the tip before the lead was explanted, the impedance measurements could have been affected.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance measurements of 2600 ohms along with increasing pacing threshold measurements of 5.0 volts at 0.3 milliseconds. Shock impedance measurements were stable and no noise noted. Boston scientific technical services (ts) discussed that with rising thresholds; lead revision might be needed and would stress the lead to see if any problems can be created. This rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.